Event description:
Customer called to report that they are experiencing unexplained high blood glucose levels and needs to bolus. Customer's blood glucose reading was 500+ mg/dl. Customer was unable to troubleshoot. Product is not being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.